Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states: litigation papers allege the patient suffered injury to her body and limbs, all to his general damage, in a monetary sum. Doi: (B)(6) 2009 - dor: none reported. Patient is resident of (B)(6). Update: (B)(6) 2011- medical records wer received. The revision operative report indicates the patient was revised to address persistent pain. When the joint was entered, approx. 30 ml of a milky, white effusion was discovered. The cup showed no ingrowth. (Right side) dor: (B)(6) 2011. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the pt suffered injury to her body and limbs, all to his general damage, in a monetary sum.